Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, an 18f manta was planned for closure in the right common femoral artery following a tavr procedure. Access was gained using ultrasound and micro puncture and was positioned above the bifurcation at the lower third of the femoral head. Vasculature was noted as 6.3mm, no calcification in the common femoral, moderate to highly moderate calcification in the common iliac past the bifurcation, medial posterior lateral wall calcification, minimal tortuosity, with a deployment depth of 4 + 1. During the initial procedure the delivery system would not pass through the calcified area in the common iliac arteries. The physician dilated the iliac and attempted to advance a 20f dryseal and met resistance. Continuous attempts were made with more force, eventually clearing the iliac arteries. Following valve deployment, the delivery sheath was replaced with the manta sheath and met slight resistance. Manta deployment procedure steps were performed without complication, however, during the release of the anchor, and withdrawing the manta device, something gave, and the manta device jumped backwards. A post-angiogram revealed the manta device was in the tissue tract, the artery appeared to be torn larger than normal, and the common iliac had a dissection that trailed down to the bifurcation. Due to the presence of the dissection, the surgeon was unsuccessful in passing a wire down the vessel to balloon and stent the vessel. The vascular surgeon was called in. During the cut down for the endarterectomy, the surgeon seen the manta was positioned right beneath skin level in the tissue tract. The surgeon applied a patch to the artery, and the patient recovered fine. The root cause of the tract deployment is due to the torn arteriotomy which were caused by difficulties encountered during the exchange of the procedural sheaths, creating a larger outer diameter, and not allowing the anchor to seat properly. The IFU warns not to use manta if there is difficult dilation from initial femoral artery access (e.g., damaging, or kinking dilators) while step dilating up to the large-bore device. Difficult dilation of the puncture tract due to scar tissue may lead to swelling of surrounding tissue, thus compromising the accuracy of the puncture depth determined during the puncture location procedure. If hemostasis is not achieved following the use of manta, assess the situation. Based on the amount of bleeding, use compression, balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The safety and effectiveness of the manta device has not been established in the following patient populations: patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. Potential adverse events related to the deployment of vascular closure devices include: local trauma to the femoral or iliac artery wall, such as dissection, arterial damage, vessel laceration or trauma, perforation of iliofemoral arteries, causing bleeding/hemorrhage, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention are potential adverse events associated to the deployment of vascular closure devices.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: tavr procedure started with us guided access that was ideal with a micro puncture kit. Diagnostic femoral angiogram confirmed good access above the bifurcation at the lower 1/3 of the femoral head. The micro puncture sheath was exchanged for 6fr sheath. 6fr sheath was then exchanged for the 8fr depth locator which measured at 4 cm. Deployment depth would be 4+1 cm. Although the right common femoral was not calcified, the common iliac past the bifurcation were moderately to moderately highly calcified. The tavr heart valve was then inserted. The delivery system would not pass the calcified area in the common iliac. The physician then decided to dilate the iliac with a dilator. Then he advanced a 20fr sheath to the iliac, but it was met with much resistance, in which it finally popped through after several attempts and much force. The valve placement of the procedure then went smoothly. After valve deployment the physician removed the delivery sheath and replaced it with the manta sheath which was meet with a little resistance. The physician's deployment was per IFU. But as he came back to the second portion of the manta deployment, something gave, and the manta device jumped backwards. Upon seeing this the teleflex representative told him that the foot plate had jumped out into the tissue track. Upon post angiogram of the vessel, it was apparent that the device was in the tissue track, and it was apparent that the arteriotomy had been torn larger than normal due to the prior sheath exchange that was meet with resistance. It was also apparent that the common iliac had a dissection that trailed all the way down to the sfa/profunda bifurcation. The physician then tried to wire down the vessel in the attempt to balloon and stent the vessels but was unsuccessful due to not being able to get out of the dissection plane. They then called the vascular surgeon to perform an endarterectomy to fix the vessel. Upon first incision during the cutdown the surgeon found the manta device right beneath skin level in the tissue track. The surgeon then patched the vessel, and the patient was reported doing great post procedure. Additional information received on 06oct2021: the right cfa vessel size measured at 6.3 mm and had moderate medial posterior, and lateral wall calcification located in common iliac. There was a little tortuosity reported. Prior manta deployment, bp was 121/52 mmhg, act was greater than 315, 18000 units of heparin was administered intravenously, and protamine was administered intravenously. Time for hemostasis was reported at greater than 20 minutes. The doctor who did the deployment was being proctored by a teleflex representative, and had completed 8 manta closures prior to this one.